Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30892155l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a 73-year-old female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported the atrial septal puncture was performed by rf needle. The physician inserted the needle toward the posterior wall more than usual during bb (brockenbrough method). Blood pressure decreased was not immediately observed, so pulmonary vein isolation (pvi) was continued. Blood pressure decreased when conducting ablation of the gap of right pulmonary vein (rpv). When echo was checked, pericardial effusion was observed. Drainage was performed, and the procedure was continued because blood pressure became stable. The procedure was completed. Blood pressure will be continuously monitored. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: 1~30w 8ml 31w~ 15ml. There were no abnormalities observed prior to and during use of the product.

Manufacturer narrative:
On 12-jan-2023, additional information was received indicating the correct catheter settings were selected on the smartablate generator and the pump flow setting was normal and controlled by the smartablate generator. There were no error messages on the biosense webster equipment. The visitag parameters for stability used were range: 2mm. Time: 3 seconds, force over time (fot): 3g, 25%, tag size: 2mm. No other additional filters were used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 15-dec-2022, additional information was received indicating the physician¿s opinion on the cause of the adverse event is that it was procedure related. The physician inserted the needle toward the posterior wall more than usual during brockenbrough method (bb). The outcome of the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event. A smartablate generator was used during the procedure. The rf needle was used for transseptal puncture. Force visualization features used were real time graph; dashboard; vector; visitag. Color options used prospectively was tag index.. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).